Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during attempted implant the left ventricular (lv) lead exhibited high thresholds, high impedance, and no capture. The lv lead was removed and a replacement lead was implanted. No patient complications have been reported as a result of this event.